Event description:
It was reported that the patient had a bleeding event on (B)(6) 2022 after getting their teeth pulled, in which they had a 7 gram drop in hemoglobin. The patient was treated with one unit of packed red blood cells (prbcs). On (B)(6) 2022, they had low flow events for 24 minutes. They denied having dark urine or new signs of bleeding. The low flow alarms resolved with fluids, but a computed tomography angiography (cta) was performed to identify the cause of the low flows. The cta revealed a peripheral eccentric mural thrombus that measured 3.4 cm within the midportion of the outflow graft of the device, which resulted in moderate stenosis (approximately 60-65% stenosis). The outflow graft remained patent and no treatment was given. The patient was sent home.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of suspected thrombus could not be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2022 at 08:47:40 to (B)(6)2022 at 19:02:26, per the timestamp. Estimated pump flow typically ranged from 3.2-4.9 liters per minute (lpm) throughout the log file. On (B)(6) 2022 at 12:31:56, a transient low flow event was captured due to the estimated pump flow being calculated to be below the threshold of 2.5lpm. The event did not persist for at least 10 seconds, therefore, a low flow alarm was not activated. On (B)(6) 2022 at 17:54:20, a low flow event was captured; however, it did not persist long enough to trigger a low flow alarm. At 17:55:30 on (B)(6) 2022, the estimated pump flow dropped below the 2.5lpm threshold for approximately 25 minutes, with estimated pump flow ranging from 0.9-2.4lpm. A continuous low flow alarm was active during this time. The low flow event resolved on (B)(6) 2022 and the estimated pump flow remained above 2.5lpm for the remainder of the log file. No other notable alarms were captured, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) contains the following information: section 1 lists thromboembolism and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.